Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent repair of a ventral hernia with implant of composix kugel mesh, and a consecutive transurethral resection of prostate. On (B)(6) 2005 - pt underwent primary repair of an incarcerated hernia. Composix kugel mesh was noted in good position. However, during lysis of adhesions, the anterior fascia had maintained closure, but the posterior fascia was gaping open (hernia) allowing for a loop of small bowel to have herniated through and became incarcerated. One non-bard fixation tack appeared to be only partially in. This tack was removed, and fascia was repaired with sutures. On (B)(6) 2010 - pt underwent exploratory laparotomy for lysis of adhesions that were causing a small bowel obstruction. Inferiorly and laterally, the composix kugel mesh seemed to be in good position. In the left upper quadrant the mesh was folded upon itself and a loop of small bowel adherent in the fold. The composix kugel mesh was dissected from the bowel and explanted. The recurrent, incarcerated ventral hernia was repaired with a non-bard mesh.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The pt has multiple co-morbidities including diverticulitis, colon cancer and prior abdominal surgeries, and continued to have issues after the removal of the bard mesh. It is unclear how the composix kugel mesh had folded on itself. Following the explant surgery, the pt encountered multiple problems with seroma and abscess formation, wound infection with mrsa, and non healing of the wound, requiring surgery for explant of two non-bard meshes in (B)(6) 2010 and (B)(6) 2011. The information provided indicates that the pt developed and was treated for adhesions, which is a known adverse event listed in the IFU. No product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.